Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that leaving the medication administration record (mar) window open when navigating to the clinician worksheet (cws) can leave the order status in an incorrect state. The conclusion is that in mosaiq releases 2.64 sp3 and 2.65 beta 01, if a user has the mar window open and then opens any tab of the flowsheet, code that was introduced is invoked that tells the mar window to not save the treatment data upon clicking ok. It is then stuck in an order status of 'approved (in treatment)' and a treatment status that means it is currently open by another user. So it will not allow a user to open it from the medication treatment window to edit. An important field safety notice (B)(4) will be issued to all affected customers. A patch will be released for mosaiq version 2.64.

Event description:
The customer reported that there is an issue with clinician worksheet (cws). Based on the available information there has been no actual mistreatment.